Event description:
A report was received that the patient¿s lead was producing high impedances. The patient underwent a revision procedure wherein the lead was replaced. During the procedure, it was noted that the body of the paddle lead was disconnected from its tails. No device malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm the explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.